Event description:
It was reported that the user was unable to get arterial wave form readings through the central lumen of the iab. The user, assuming it was clotted, flushed the lumen, but they still could not get a waveform. It was noted that there was condensate in the tubing. The pump did not alarm. The iab was removed and there were no pt complications.